Manufacturer narrative:
This is an OEM glove from adi medical and is not a hologic product and we are in contact with the supplier to notify them of this issue. Reference internal complaint (B)(4).

Event description:
It was reported by the patient's husband the physician performed a mammosite radiation breast procedure (exact date unknown) on his wife. The patient was discharged home. The husband reported "when he put the gloves on which were only on for about 15 minutes each time his hands sweat badly. The 4th time he put the gloves on his hands sweat so badly his skin peeled off when he took the gloves off. His hands have scabbed over and he is fine now". On (B)(6) 2017, the husband reported his skin started to peel and he used the antiseptic ((B)(6) ) and band-aids.